Event description:
During a ptca/stent procedure, the balloon ruptured. The guidwire fractured during the balloon burst and beacme imbedded between the stent the saphenous vein graft wall. The guidewire fragment could not be removed. The stent deployment was reported to be successful.